Manufacturer narrative:
The event of "capsular contracture, baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observations: no further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, later reported, capsular contracture, baker grade iii. And exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.